Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The broken part remained in the root canal, incorporated into the filling and treatment has been completed.

Manufacturer narrative:
Involved product that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1420220, #1420205, #1420222, #1420204, #1419088, #1419603, #1419541, #1419783 and #1420011). Unused reciproc blue files r25 8/100 25mm have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.